Event description:
On (B)(6) - one day s/p bilateral intra-articular injections of synvisc one, patient reported increasing pain and swelling of both knees. On (B)(6) - two days s/p bilateral intra-articular injections of synvisc one, patient reported increased erythema and warmth to both knees. Patient was seen in clinic with attempted aspiration. Minimal serous bloody fluid aspirated from right knee and no fluid aspirated from left knee. Patient received injection of 5ml of 1 percent lidocaine/ 80mg of methylprednisolone. On (B)(6) - patient reports improved symptoms. (B)(6) - follow up visit. Patient improved. Therapy start date: (B)(6) 2017. Diagnosis or reason for use: primary osteoarthritis of both knees.